Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. The customer provided image confirms there is a human hair in the device. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the drawing found that packages must be free of particulate, debris, hair, etc. Greater than 0.15mm² and that the product is sterilized by 100% eto. The complaint was confirmed and the root cause has been associated with a manufacturing error. Although every effort is made to control particulate in the controlled clean room, it is not possible to completely eliminate foreign matter in the area due to the human element. A correction in the form of a complaint notification has been issued to manufacturing management to mitigate future recurrences.

Event description:
It was reported that, during set up for surgery, there was a hair in the implant of the "fast-fix 360 curved needle". The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.